Event description:
It was reported by the physician that the patient's device had high impedance and the patient had a lack of efficacy with the vns device. It is unclear if the lack of efficacy with the vns device occurred before or after the high impedance was noted for the patient's device. The patient was referred for x-rays due to the high impedance. No additional relevant information has been received to date.

Event description:
Further information was received which indicated that the patient first began experiencing a lack of efficacy following an appointment in early (B)(6) 2017 and the high impedance was first observed during a visit in (B)(6) 2017. It was reported that the patient underwent generator and lead replacement surgery. During the surgery the generator was removed and there appeared to be corrosion on the generator's header. The corrosion is housed in mfg. Report # 1644487-2017-04288. When the surgeon removed the lead pin from the generator he observed what appeared to be bubbles in the generator's lead cavity. The lead pin appeared to be in "pristine" condition. The generator was tested using a generator diagnostic and no high impedance was observed. The lead and generator were then replaced and both products were reportedly discarded following surgery.